Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed undersensing and far field r-wave (ffrw) oversensing. The right ventricular (rv) lead also showed diminished sensing, undersensing and oversensing. It was also noted that the rv lead exhibited high thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.